Event description:
Pt was revised to address poly wear of the patella.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the polyethylene wear; however, evidence was found indicating device positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.